Manufacturer narrative:
A ge service representative performed an onsite investigation. A circuit board and related connector were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that three-fourths of the monitor screen was black, rendering the live image unusable. There is no report of pt injury associated with this event.